Event description:
Event description cpi received an allegation indicating this implantable cardioverter defibrillator (ICD) was exhibiting a loss of capture, making it appear that the patient's rate was below the lower rate limit programmed into the device. This was observed following premature ventricular contractions (pvcs).